Event description:
It was reported that the surgeon removed 4mm x 12mm self tapping screws after checking their placement with fluoroscopy. The surgeon experienced difficulty in removing one of the screws resulting in damage to the locking ring of the plate. 4.5mm x 16 mm screws were then implanted and during final tightening, the surgeon found the locking ring had come out of the plate. The locking ring was removed and the procedure was completed.